Event description:
It was reported that the ilet displayed an occlusion alert indicating resistance in the fluid path while the patient was using an inset 6 mm 23" infusion set, which resolved after the patient changed the infusion set and tubing. Symptoms included no change in blood glucose. Outcomes included no medical intervention and no hospitalization.

Manufacturer narrative:
Investigation included technical support troubleshooting and user education. Investigation of this case revealed that supply replacement cleared the occlusion alert and normal operation resumed. It was concluded that the event was consistent with an infusion set or tubing blockage that was resolved by replacing the disposable components.